Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019. The customer's blood glucose value was 844 mg/dl at the time of incident. Customer was treated with insulin drip and subcutaneous insulin. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not alleged pump was under delivering. The device will not be returned for analysis.